Event description:
It was reported that, during a cholecystectomy procedure, clip jumped out at 5th firing. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
Info was not provided by the affiliate. Evaluation summary: the analysis results found that, the er320 device was rec'd with the handles, and the shrouds broken. No functional test could be performed, as the instrument arrived in conditions that made an analysis impossible. Therefore, no dropping clip issues could be found. It should be noted that 200% inspections take place during manufacturing to ensure that the absence of cosmetic defects; in addition, a sample of the batch was inspected at qa, and no cosmetic defects were found. During the assembly process, the condition of the shrouds is 100% inspected as follows: "inspect snap area of top shroud and lower shroud are fully snapped and in good condition." No conclusion could be reached as to what might have caused the device to become broken. Each device is visually inspected and functionally tested prior to shipment, and damage of this magnitude would have been detected at this process.